Event description:
It was reported that the patient presented in-clinic as the left-ventricular (lv) lead exhibited loss of capture due to dislodgement which was confirmed via x-ray imaging. As a resolution the lv lead was scheduled for revision and during the procedure the lv lead was explanted and replaced. There were no patient consequences.